Event description:
Customer tested hi on the device, took 5 units of insulin and retested 30-60 minutes later at 88mg/dl on the device. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.